Event description:
A complaint was reported regarding charging difficulties and implant battery depleting rapidly. A boston scientific employee performed device evaluation and confirmed the problem. An explant surgery has been recommended.